Manufacturer narrative:
Event was reported by eye care practitioner's office directly to coopervision. This incident is being reported as a corneal ulcer treated with medication. Method: two unopened lenses from the same lot as the actual lens involved in the incident were evaluated. The device was examined for visual defects and measured for parameters. Results: a review of the mfg records for the device found nothing to indicate that the device contributed to the incident. Conclusions: no failure detected and product was within spec. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
Biofinity (comfilcon a) contact lenses were dispensed on (B)(6), 2011. On (B)(6), 2011, the pt suffered soreness, redness and photophobia in the left eye. The left eye was examined and a corneal ulcer was identified. Pt was prescribed antibiotic eye drops to clear a small corneal ulcer scar. The pt has not suffered any further problems. There has been no reduction of visual acuity and pt has attended follow-up appointments with no issues.